Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had low blood glucose levels in the range of 40 mg/dl. The customer was hospitalized. The customer reported that the low blood glucose was due to illness. The customer reported suffering from vomiting and diarrhea at the time of hospitalization. The customer also reported having issues pulling the sensor of the insulin pump straight out during insertion. No additional information is provided.